Manufacturer narrative:
Combination product: yes.

Event description:
A synsiro drug-eluting stent system was selected for treatment. During unpacking it was detected that the stent was dislodged from delivery system and loose in the transportation ring.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped in between the two radiopaque markers. Contrast medium/saline residue was observed in the inflation lumen which implies that an inflation device has been connected and negative pressure has been applied which may have contributed to the complaint event. The stent, the transportation wire and the protection ring were not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU advises the user to not apply negative pressure to the stent system at any time prior to placement of the stent across the target lesion.